Event description:
While replacing parts on the i1000sr processing module, the field service engineer (fse) sustained a 2-inch cut on his lower right palm. Cut allowed to bleed and washed with soap and water. Did not require stitches. Currently bandaged and healing. The field service engineer (fse) notified occupational health and went to his pcp and is being tested for bloodborne diseases hiv and hepatitis a/b/c as well as tetanus. He will be tested again in one month and three months to confirm immune status. As a precaution, he is being prescribed with prophylaxis. The individual was started on prophylaxis.

Manufacturer narrative:
Sections d3 email and g1 mfg site email were updated. The field service engineer (fse) sustained a 2-inch cut on his lower right palm while working on a i1000sr processing module, serial number (B)(6). The fsr¿s hand slipped while attempting to remove the cable plug near the top of the cable, pipettor lls z. The cable, pipettor lls z is considered the likely cause of the incident. Information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional tickets associated with personal injury. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i1000sr processing module and cable, pipettor lls z did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr processing module and cable, pipettor lls z was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.

Event description:
While replacing parts on the i1000sr processing module, the field service engineer (fse) sustained a 2-inch cut on his lower right palm. Cut allowed to bleed and washed with soap and water. Did not require stitches. Currently bandaged and healing. The field service engineer (fse) notified occupational health and went to his pcp and is being tested for bloodborne diseases hiv and hepatitis a/b/c as well as tetanus. He will be tested again in one month and three months to confirm immune status. As a precaution, he is being prescribed with prophylaxis. The individual was started on prophylaxis.